Event description:
A patient reported experiencing inaccurate low results with a ot basic original meter. The patient's blood glucose results were 46mg/dl, 67mg/dl, 140mg/dl, 140mg/dl. Tests were done within < 10 minutes with a difference of 46mg/dl. Patient did not experience any adverse events. No further information has been reported.